Event description:
A malfunction was reported on the pump. The customer's blood glucose level reached 225 mg/dl, which did not exceed 500 mg/dl, indicating no adverse impact. Customer received guidance from technical support to reset the pump, which resolved the issue, and they were advised to continue using the pump unless the malfunction recurs.